Manufacturer narrative:
(B)(4). A decision was made on (B)(6) 2016 to report all prophylactic explants that are reported to st. Jude medical (sjm). Therefore, (B)(6) 2016 is used as the aware date for all prophylactic explants occurring prior to this date. Based on the information received, the device was prophylatically removed and there is no alleged malfunction of the product. Should the device be returned and the analysis results indicate an anomaly a follow up report will be submitted. (B)(4).

Event description:
Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically.

Manufacturer narrative:
The reported information was not previously selected. Event information was updated; this report notes the correct event information. Reporter phone number was previously missed. The reported field event of inability to feel the vibratory alert was not confirmed in the laboratory. The patient notifier was tested in the laboratory and no anomaly was found. The device was tested on the bench, and no anomaly was found.

Event description:
It was reported that the patient could not feel the vibratory alert. The device was explanted and replaced.

Event description:
New information received indicated that patient was asymptomatic and the procedure went smoothly without any complications.